Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 1/8/2022 section h3: device returned to manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic bod and haptic and that one haptic was detached, which is consistent with a lens that was explanted. The lens was cleaned, and presented with no further issues. The complaint issue could not be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: unknown/not provided. (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was explanted in a secondary procedure due to blurry vision and dislocation. There were no previous eye conditions. Patient reported no issues reported since implantation of the replacement lens model zma00 20.5 diopter. No further information provided.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review, correction is required as report type selection was missed for product problem and also the implant date was not provided in the previous reports. The following fields below updated. Section d6a: if implanted, give date: (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.